Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 90% stenosed, 30 x 3.00 mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. Air was not removed from the catheter during flushing. After two imaging runs, the image was lost. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed, 30 x 3.00 mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. Air was not removed from the catheter during flushing. After two imaging runs, the image was lost. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure. It is most likely that the presence of the reported anatomical factors presented a constriction on the device and increased friction as the device was advanced through the lesion, reducing mobility and contributing to the reported issue. For the reported entrapped air in the device, the as analyzed cause code of cause not established is assigned. Improper handling, device manipulation, or failure to follow the correct instructions during the procedure could have contributed to the reported issue.